Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate bg values. The receiver was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a firmware error code and inaccurate bg values. The root cause could not be determined. The dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.